Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: it was reported that a 2nd problem of pulling off suture needle had happened during the surgery; when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify: during use on the patient. Photo analysis: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the individual image submitted for evaluation determined that a winding former could be seen, a needle separate from the suture with product code sxpp1a400. Image is not clear to determine failure mode or reported condition. To avoid this kind of damage: grasp the needle in an area one-third to one-half of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-02522 and 2210968-2022-02523. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the problem of pulling off suture needle had happened during the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/21/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the individual image submitted to ethicon for evaluation determined that a winding former could be seen, a needle separate from the suture with product code sxpp1a400. Image is not clear to determine failure mode or reported condition. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.,according to the information received, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. The product was returned for evaluation. Visual inspection was conducted on the returned sample. An empty labeled winding former a suture and a needle product code sxpp1a400 were returned for analysis. Upon visual analysis of the returned sample revealed that a clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m